Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.